Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficulty in lifting corneal flaps during lasik procedures. Stromal adhesions which cover 100 percent of the interface caused a mechanical resistance to the progression of the micro lifter. Micro bridges around the perimeter of the capsule required forcing to break circumferentially. There are multiple related reports for this facility. This report addresses patient number three¿s unknown eye on (B)(6) 2021 and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of the log file for the day of treatment showed no abnormalities of the device during both treatments for patient three. The energy was stable during the complete day. The treatment for showed the user had problems achieving vacuum two during the docking process and had to restart one time until he finally got a valid vacuum but at the lower limit. No further abnormalities could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).